Event description:
Report received from physician's office that pt has pump for one week, and pump appears to be malfunctioning. A dye study was performed which was satisfactory. A roller study was performed which showed the pump roller moving only 30 degrees. The pt is presently receiving supplemental oral medication. As of the date of this report, the device has been explanted and is being returned to the MFR for analysis.